Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp. It was reported that the cause of the issue was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during the implant of the ins the ins was found to be defective. One of the two chambers to put the extension in cannot fit the extension. There were no external factors that led to the event. Another ins was used in place of the first and the issue was resolved. The implant procedure took longer than expected as a result of the issue. There were no symptoms reported. No further complications were reported or anticipated.